Event description:
A customer reported that illumination was poor during a vitrectomy procedure. The procedure was able to be completed using an alternate illumination system with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was able to confirm the reported event. The company representative replaced the lamp module assembly. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause of the reported event could have been a nonconforming lamp, as the company representative replaced the lamp and the nonconformity was resolved. A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).